Manufacturer narrative:
Implant regio 36 fractured. Construction was an implant retained telescoping prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.

Event description:
Implant fracture.